Manufacturer narrative:
The tech found the bed with no power. He replaced the power control module to repair the bed.

Event description:
Info received indicates the head of the bed cannot be raised or lowered.